Manufacturer narrative:
Customer declined the quotation provided by philips and there is no additional information available. The device disposition remains unknown. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an ECG equipment malfunction.

Manufacturer narrative:
(B)(6).